Event description:
It was reported that the pressurewire x, wireless device calibrated and equalized successfully. The device was to be used in the left anterior descending (lad). However, the device failed to read properly at a >1.0. The transmitter light was steady green. Therefore, the device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found the distal tube was torn 6 mm from the proximal end of the distal tube for a length of 3.3 cm. A portion of the torn distal tube also measuring 3.3 cm was separated but returned with the pressurewire. The microcables were separated at the noted tear but held together by the core wire.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported pressure signal drift was unable to be confirmed as functional testing of the pressurewire was unable to be performed due to the noted distal tube damage. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported pressure signal drift appears to be related to circumstances of the procedure. The reported pressure signal drift was likely due to damage to the internal components. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.